Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: right unknown mentor saline prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with mentor saline devices on (B)(6) 2016, mentor smooth round moderate plus profile 425cc on the left and an unknown saline prosthesis on the right; developed muscle pain, fatigue and lymphnode problem that was observed in (B)(6) 2017. The devices are still implanted and no additional case details were provided. This report is for the left breast prosthesis.

Manufacturer narrative:
The device history record (DHR) was reviewed on 6/8/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).